Event description:
It was reported that they were hospitalized for diabetic ketoacidosis on (B)(6) 2021. Blood glucose reading was 30 mmol/l. The customer experienced vomiting thirst symptoms due to high blood glucose. The customer did not allege under delivery on insulin pump. The customer treated high blood glucose with intravenous insulin drip. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.